Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigator recommend expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump experienced "flowing to fast accuracy issue". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.